Event description:
Boston scientific received information that the patient with this right atrial (ra) lead was cardioverted out of an atrial arrhythmia and noise was seen when programmed to unipolar. The local area field representative reported that fluoroscopy indicated the lead may have dislodged. Additionally the lead diagnostics were reported to have remained stable and within normal ranges. Currently, there are no plans for a revision procedure and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.